Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's hook was broken off at the distal end. Missing pieces were not returned, however there were pictures submitted to intuitive surgical, inc. With the broken fragment with the instrument, indicating the that fragment was retrieved, however was not returned with the instrument. No broken cable or wire was found at the distal end. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's ceramic sleeve was also broken off at the distal end. No pieces were returned. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken hook and broken ceramic sleeve found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that the hook went out from the shaft of the permanent cautery hook instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.